Event description:
The small-r glenoid drill was too blunt and would not initiate hole in the glenoid bone. This caused a prolongation of the surgery time. The event occurred at (B)(6) hosp.

Manufacturer narrative:
The glenoid drill involved has not been returned, but we are waiting for it's return to analyze it. At the moment it's lot number is n/k, so we could not check the DHR of the instrument involved. We checked the DHR of another glenoid drill #small-r, with a lot no. Belonging to the year 2011, without finding any anomaly in the production phases. We will submit an additional report, after analysis on the instrument involved in this intra-op issue.